Event description:
The customer was hospitalized with keytones and vomiting. The customer will remain in the hosp until she gives birth. Doctor reported the customer had excessive no delivery alarms. Troubleshooting performed and the pump did not pass the tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.